Manufacturer narrative:
Additional mdrs associated with this event: MDR 3025141-2016-00150 screw 1. MDR 3025141-2016-00151 screw 2. MDR 3025141-2016-00152 screw 3. MDR 3025141-2016-00153 plate. MDR 3025141-2016-00154 screw 4. MDR 3025141-2016-00156 screw 6.

Event description:
An aculoc volar distal radius plate was implanted using four distal and two proximal screws. At some point post op, three of the four distal screws broke. The plate and all of the screws were explanted. Reported in (B)(4).